Manufacturer narrative:
(B)(4). Evaluation, methods: (films); evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (diseased narrow distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (diseased narrow distal aorta).

Event description:
It was reported that a recent film review revealed that the bifurcated stent graft (B)(4), the contralateral limb (B)(4) and the contralateral extension (B)(4) were occluded. The native iliac artery was diseased and narrow in diameter prior to the initial implantation. The physician stated that the occlusion started in the native artery. Due to the low blood flow and narrow in diameter distal aorta the stent grafts became occluded starting in the native artery up to the aortic bifurcation of the bifurcated stent graft. The physician performed a femoral to femoral bypass and the blood flow was restored to the lower extremities.